Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported during a procedure on (B)(6) 2013, while inserting a less invasive stabilization system (liss) tibia plate, the liss wire deflected off of an ex-fix pin that was previously implanted. The ex-fix was a competitor¿s ex-fix with four pins in the femur and four pins in the tibia. The event occurred after patient had experienced swelling during procedure, and after being brought back to the or to finish the procedure. The surgeon completed the procedure and removed the lis wire by hand. The threaded portion of the wire tip remains in the patient, as the surgeon did not attempt to retrieve it. There was no other issues reported from the procedure. This is 1 of 1 report for complaint (B)(4).